Event description:
It was reported the patient's blood glucose level rose to 487 mg/dl while wearing the pod between 36 and 48 hours. An investigation of the pod (completed june 15, 2026) found a tear in the exposed soft portion of the cannula. The device was originally reported on april 29, 2026, for high blood glucose levels.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.